Event description:
While setting up nasal CPAP the circuit test was not passing the leak test. All possible troubleshooting was performed. Concluded that the flexi trunk was compromised because the circuit passed when the flexi trunk was removed. Obtained a second flexi trunk but could still not pass leak test with trunk inline. To be extra sure, the entire circuit was changed but the leak test did not pass with the second flexi trunk. Obtained third flexi trunk and was able to pass leak test without complication. Both failed flexi trunks were from different lots. Lot 2103964950 lot 2103966750 both trunks were 70 mm flexi trunks. Pt-4582. Device-1354, 2937. Reference report mw5184627.